Manufacturer narrative:
Product analysis the device was returned loaded in a 6fr sheath, the sheath was retracted, and an attempt was made to try and inflated the balloon. This was unsuccessful possibly due to solidified contrast and biologics. The device was left in warm water overnight to try and soften the hardened contrast and biologics, but this was unsuccessful, and the balloon could not be inflated, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a fortrex hp pta balloon catheter with a 6f non-medtronic sheath and a 260 non-medtronic guidewire during treatment of a 40mm calcified lesion in the patients left mid popliteal artery. Moderate vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 75-90% stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. Embolic protection was not used. A non-medtronic inflation device was used for balloon inflation. 60/40 hepsaline/dye inflation fluid was used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU was followed and the device was prepped with no issue noted. A balloon burst during inflation at 16atm was reported. Inflations were applied to the device prior to the issue occurring. All fragments of the balloon were retrieved. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. A replacement medtronic hp balloon was used to complete procedure in the safest manner. No patient injury reported.